Manufacturer narrative:
.

Manufacturer narrative:
The device was returned to gore histology for an engineering evaluation. Per the evaluation the guidewire and the introducer sheath were not returned, and were therefore unavailable for engineering evaluation. The returned product (pxc141400) showed polyimide guidewire lumen detachment at the leading end of the trailing olive junction. It appeared that the detachment was due to a polyimide guidewire lumen¿s tensile failure while the trailing olive junction remained intact. Based on the available information and evaluation of the returned portion of the product, the root cause for the reported deployment line break and the polyimide detachment could not be determined at this time. However, use outside of the IFU was noted and may have contributed to this event. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states: ¿warning: do not attempt to withdraw any undeployed endoprosthesis through the 12 fr or 18 fr introducer sheath. The sheath and catheter must be removed together.

Event description:
On (B)(6) 2014, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. There were no reported patient anatomy anomalies. It was reported the physician attempted to canulate the contralateral gate, but chose not to advance and then retract the sheath into the gate first. He was unable to canulate the gate after three failed attempts (he attempted to rotate the pxc141400 counter clockwise a half turn and attempted to canulate, rotated clockwise a turn and attempted to canulate, then moved the device back in the original position and attempted to canulate). The physician decided to retract the device and was unable to get the device back into the sheath (dsl1828 was being used, hospital inventory and serial number is unknown). The device became removed from the delivery catheter and deployed upon trying to retract it. The deployment was just distal of the gate and the device covered the left common iliac artery. When retracting the delivery catheter the olive had become separated from the delivery device, the physician snared the olive to remove it from the patient. A new pxc141000 device was implanted to bridge the gap between the deployed pxc141400/1244692 device and the contralateral gate. The patient tolerated the procedure.